Manufacturer narrative:
Approximate age of device- 5 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) of 811 u/l which have been intermittent over the past six months and greater than 1000 u/l with a more significant rise over the last month. The patient was asymptomatic. Additional information reported that ramp study was negative. A pump exchange was discussed however the patient doesn't not want to pursue. There has been no change to medical therapy and the patient is not a candidate for adding additional anti-platelet therapy. The patient is stable at home however labs are trending so there is talks for eventual palliative care. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Although review of the submitted system controller log file revealed transient power elevations, a cause for these events could not be conclusively determined. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU contains a section titled "pump performance monitoring," which outlines pump parameters and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. Changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed unspecified heart failure symptoms.